Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after both the 2d and 3d images were acquired, white and black lines appeared from the bottom of the image to the middle of the image. Clinical specialist was not present and was notified of the issue by site. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Troubleshooting that monthly calibrations were 90 days overdue, and the system had not yet been restarted. And suggested restarting the imaging acquisition system while the patient was present to see if this would resolve the issue.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3,h6): no parts have been received by the manufacturer for evaluation. Codes b20, c20 & d0302 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Product ID: bi70000053. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.